Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. During visual evaluation, the distal tip of balloon was noted to have peeled pebax and damaged. No other anomalies were noted to the sample. No kinks noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional testing, the sample guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house 035¿ guidewire, and the balloon was able to be inserted with no issues. An in-house syringe was used to flush the in-house 6fr introducer sheath without any issues. The distal tip of the balloon was unable to be inserted and retracted through the introducer sheath. No other functional testing was performed. Therefore, the investigation is confirmed for the reported difficult to insert and device-device incompatibility as the distal tip of the balloon was unable to be inserted and retracted through the introducer sheath during functional testing. The investigation is confirmed for the identified peeled pebax as the distal tip of balloon was noted to have peeled pebax during visual evaluation. The investigation is confirmed for the identified material deformation as the distal tip of balloon was noted to be damaged during visual evaluation. A definitive root cause for the reported difficult to insert, reported device-device incompatibility, identified peeled pebax and identified material deformation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified has not been cleared in the us but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta dilatation catheter products are identified. (Expiry date: 04/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon was allegedly unable to be inserted through the sheath. There was no reported patient injury.